Event description:
23g maxgrip forceps were opened to sterile field during surgery, and forceps would not close. New forceps were opened to sterile field, and the procedure was completed as planned with no harm to the patient.